Event description:
No osseointegration - primary stability achieved, inflammation, periodontitis at the time of surgery, diseased mucous membrane, local infection/subacute chronic osteitis, complication in site preparation.